Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer received an inaccurate fill estimate reading. The customer's blood glucose level was not impacted. The customer declined tandem technical support's offer to troubleshoot as the inaccurate reading resolved itself.